Event description:
Registered nurse (rn) starting IV on patient. Needle did not retract after pressing button on device, and rn unable to advance the plastic catheter. IV had to be inserted in a different location.